Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited recall alarms including watchdog and audible post, which the software update did not rectify. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
D9: date returned to mfg 5/2/2024. One device was returned for analysis. Visual inspection showed broken top and bottom housings and a missing battery. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.